Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation, a cardiac tamponade occurred. Ablation was completed in the left atrium successfully and the ablation catheter was then used to perform ablation on the cavotricuspid isthmus. Near the conclusion of the procedure, a cardiac tamponade was diagnosed, for which a pericardiocentesis was performed. The physician suspected the perforation occurred on the cavotricuspid isthmus. There were no performance issues with the ablation catheter.